Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced a leakage event with an infusio set which leaked at the quick release site event though the qucik release was tightly connected and the qucik release needle was also intact. Patient was advised to change the set. No further information available.